Event description:
Information received indicates a leak was observed during ECMO support at the gas outlet port of the product. The device was replaced during the case with no patient complications reported.